Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex concluded that the most likely cause of the reported failure is error, specifically misaligned insertion, prying/leveraging, and/or applying excessive force on the device during use. The complaint allegation was not confirmed as the device was not received for evaluation, and no evidence of the failure was provided.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 03/07/2024, it was reported by a sales representative via e-mail that (2) ar-2923ps suture anchors eyelet disengaged. This occurred during an anterior labral repair on (B)(6) 2024 while trying to load the pushlock, the eyelet disengaged multiple times. Upon trying to position the anchor into the socket, and the eyelet disengaged again. Additional information was provided on 03/08/2024 where the sales representative reported that all fragments were recovered from the patient. A reusable pushlock drill was used to prepare the bone socket for insertion. The patient had good bone quality.